Manufacturer narrative:
(B)(4).

Event description:
The patient was treated for peripheral arterial occlusion disease using chromis deep stents, a scuba stent and an admiral pta balloon catheter. A dissection occurred during treatment and was treated with a stent of unknown brand.